Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. Upon activation of the device, the l-hook tip was charred. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be burnt and charred away. Distal end of shaft of device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the l-hook tip is bent out of alignment and makes contact with the sheath of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. For the first device, the distal end of the sleeve was observed to be burnt and charred away; and the distal end of shaft of device was observed to be bent. For the second device no abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the l-hook tip is bent out of alignment and contacts the sheath of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.